Manufacturer narrative:
Unit received with no button response due to corroded keypad traces. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had many scratches on the display window. The insulin pump also had cracks near the battery compartment and reservoir window. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.